Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent bilateral tmj replacement surgery approximately 15 years ago. Subsequently, the patient may undergo corrective surgery for an unknown reason on an unknown date. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4) d10: medical product - zimmer biomet tmj system right narrow mandible component catalog #: 01-6550 lot #: 394890; zimmer biomet tmj system left narrow mandible component catalog #: 01-6551 lot #: 131320; zimmer biomet tmj system small right fossa component catalog #: 24-6562 lot #: 284560; zimmer biomet tmj system small left fossa component catalog #: 24-6563 lot #: 284570 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00432, 0001032347-2023-00433, 0001032347-2023-00434, 0001032347-2023-00435